Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph verified the reported condition of a recessed gland. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve had a recessed gland. This occurred after ¿locking off.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.